Event description:
It was reported by the dr's office that the door came open on a device sterilizer during a cycle. Three nurses witnessed this event and claim that when the door blew open it made a loud boom and thhe sterilizer fell off onto the floor.